Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2023, a 27mm, navitor valve was selected for implant using a flexnav delivery system (ds). Post-implant, moderate to severe insufficiency was observed. On an unknown date the patient experienced an unspecified symptoms for which follow-up care was continued. Upon evaluation, on an unknown date, the paravalvular leak was observed. The patient's current condition is unknown.